Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection, functional testing and a review of event logs was performed and revealed no failures or malfunctions that could have caused or contributed to the reported event. Upon completion of baxter's investigation, should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced umbilical hernia that had been worsening coincident to peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and underwent surgical hernia repair. On the same day of surgery, pd therapy was temporarily withdrawn. At the time of this report, the hernia was considered resolving. No additional information is available.

Manufacturer narrative:
(B)(4). No failure or malfunction were identified that could have caused or contributed to the reported condition. Should additional relevant information become available, a follow-up will be submitted.